Event description:
A patient was implanted with a tfn and blade on (B)(6) 2012. The patient returned to the surgeon with an infection that was not clearing up. Before returning to surgeon, patient was treated by the family physician. The surgeon returned patient to the operating room on (B)(6) 2012 and removed the helical blade, irrigated and debrided the area and replaced with another blade coated with antibiotic cement. The surgeon did not remove the nail and healing has not been completely achieved. The surgeon will follow the progress of patients infection and healing to determine if further treatment is necessary. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed o complaint related issues.

Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, (B)(4) is achievable when the ifus are employed.(B)(4): placeholder.